Manufacturer narrative:
Batch review performed on 03 october 2016. (B)(4).

Event description:
The patient came in complaining of instability. The instability was caused by laxity of the ligaments. The surgeon revised the insert from a uc 10mm insert to a uc 14mm insert. The surgery was completed successfully. X-rays and explants are not available.